Event description:
The customer reported to olympus, the tension ring fell off the inner sheath. The issue was found during a therapeutic, transurethral resection in saline procedure. The procedure was completed using the dame set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ceramic tip was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the ceramic tip was detached and the guide screw was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. The observed, detached tip damage pattern appeared to be thermally mechanically induced damage. Likely, the result of mechanical overload, due to wear, impact stress and or user handling/mishandling. The event may be detected/prevented, by following the instructions for use, which state: 4: before use: warning - infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1: inspection and testing - inspecting the product: visually inspect the product. Make sure that it has: no corrosion, not teeth, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning - risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.